Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the procedure was being performed on a female pt with sepsis in the emergency department. The spring wire guide frayed during catheter placement into the pt's femoral. As a result, everything was removed and a new kit was used successfully. There was a delay in treatment and the pt experienced a hematoma. There was no pt death or complications reported.